Event description:
During lung scan on pt in nuclear medicine dept, camera came too close to pt. Technologist stopped the camera. No harm to pt. Follow up action: covers on scanner heads were replaced and tested.